Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged the head end brake casters would not hold when the brake is set. No pt impact.